Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a house call transmission an error message appeared for erroneous device parameter changes. The doctor was not able to see any programmed parameters. The doctor will continue to monitor the device.